Manufacturer narrative:
A ge service rep performed an over the phone investigation. The hospital network connection was repaired during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.